Event description:
Reporter alleged that he found the customer in a comatose state because of hypoglycemia, and he was unable to get the multiclix device to work in order to test his blood glucose levels. Reporter stated that he broke the device as he was trying to get it to work and he ended up sticking the customer with a needle to get blood to test. Reporter stated he treated the customer with glucose tabs after obtaining an unknown result on another device. No other action or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.